Event description:
The customer reported that the device speaker malfunctioned. The device was not in use monitoring a patient at the time of the event. There was no reported harm to the patient or user.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer to evaluate the device in question. The (rse) was informed by the customer the unit was alarming at the nurse¿s station while in standby and it did give a speaker malfunction message but the error could not be duplicate and the issue could not be confirmed. No conclusive evidence was found. No further investigation or action is warranted at this time.

Event description:
The customer reported that the device speaker malfunctioned. There was no reported harm to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.